Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an infusion set (inset 6 mm, 23 in) with uninterrupted insulin delivery and no device alarms, and the user elected to disconnect from the pump and administer a manual injection after being advised to perform a set change; the user noted no issues with the set upon removal. Symptoms included elevated blood glucose over 400 mg/dl for about one hour without loss of consciousness, dizziness, or other acute complications, and no ketone testing was performed. Outcomes included self-management with backup therapy by manual injection and no medical intervention or assistance required. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no confirmed device or component malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.